Manufacturer narrative:
The reported event of a controller display issue was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed a vertical line on the lcd screen. The observed issue did not affect the system controller's ability to operate the pump. A specific root cause that contributed to the compromised lcd was not determined during analysis. Similar events have been identified and a corrective action has been initiated to investigate further. Visual inspection of the connector on the ribbon cable that mates to the backup battery revealed that the socket that mates with pin 1 of the backup battery was pushed back causing insufficient contact between the pin and the socket which has the potential to result in the backup battery not detecting the connection of the black power cable. Visual inspection of the battery pins was unremarkable. No further information was provided. The patient remains ongoing on lvas support with the replacement controller. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller had a line down the left side of the screen. Technical services noted no unusual events in the log file and recommended exchanging the system controller. The system controller was exchanged on (B)(6) 2020 when the associated pump stop did not pose an unsatisfactory risk to the patient. No further information was provided.